Event description:
This is a report of a study in which a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment for the event included ns (normal saline) 1000ml plus meropenem 0.5g intravenous (IV) drip every 12 hours and vancomycin 1.5 g in peritoneal dialysis solution (dwell over 6 hours) 4 times a day. The patient had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: about one month after the patient's peritoneal dialysis (pd) catheter was removed, a new pd catheter was inserted and five days later pd therapy was reinitiated. Fifteen days later the pt was discharged from the hospital and the pt was recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that following the diagnosis of peritonitis a 1.5 mm sized crack was found on the catheter. The catheter was removed and the patient was treated with teicoplanin, 400 mg every three days. The patient was recovering from the peritonitis and no longer experienced abdominal pain. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This report was received from a baxter sponsored study titled "a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind)."